Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's spouse called and stated that the patient's heart rate went below forty. Follow up attempts were made the patient's physician to confirm the allegations but were unsuccessful. The device remains in use. No further patient complications have been reported as a result of this event.